Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. During resectioning, the stapling devices did not fire. To complete the procedure, another instrument was used. Due to the product problem, there was tissue damage. The patient will need an additional operation. The event led to or extended patient hospitalization because the patient needed to be re-opened. Patient status is alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.